Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the customer had been supported several times after the issue and was satisfied with the system.

Manufacturer narrative:
Patient information was unavailable from the site. Device UDI and serial number are unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system after an unknown procedure. It was reported that this was the first time the surgeon was using this system and they wanted to do the registration again. The system was restarted to have a blank 3d field and then there was trouble with recognizing the registration probe. It took more than 10 seconds before the initiation phase (2 beeps) completed to begin registration. The points were collected inside the head and when restarting the registration again, the computer started to fill/calculate the registration by itself. The 3d head turned green and suddenly the computer displayed lots of information to perform navigation. The site did not start registration yet. This issue occurred again after restarting the registration. The procedure was previously completed successfully with an unknown delay and no patient impact.